Manufacturer narrative:
This complaint is a duplicate. Device was used for treatment not diagnosis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Exact weight reported as (B)(6). This report is for an unknown distractor/unknown lot. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that a distractor broke and affected a patient. The patient had a nerve distractor implant procedure on (B)(6) 2013. On (B)(6) 2013 the patient had another procedure, externalization or adjustment of the distractor arm. The facility reported that during a clinic visit on an unknown date, x rays were done to look at the distractor. The x-ray showed the foot plate had separated from the distractor arm on the inferior aspect. It was reported that the hardware was removed on (B)(6) 2013. During the procedure, the extension arm was coming out of the middle of the incision. The surgeon decided to excise. The procedure was successfully completed. The patient was taken to recovery in stable condition, and discharged (B)(6) 2013. This report is for an unknown distractor. This is report 1 of 1 for complaint (B)(4).